Event description:
A report was received that the right wire leading to the patient's lead was broken. A computerized tomography (CT) was taken and confirmed that it was broken. The physician did not know as to the reason why the wire leading to the lead was broken. The patient underwent a lead replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.